Event description:
Customer using accu-chek advantage system. Customer states, she did back to back testing on the same meter with results of 92 mg/dl and 176 mg/dl. Location of testing not provided. Customer states, she did not take action/inactions based on results from meter. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.